Manufacturer narrative:
Date of event: unknown. Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd micro-fine¿ plus needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the patient reported that before withdrawing the drug from the bottle, upon sliding the plunger of the new syringe up and down a tiny drop of a transparent liquid substance comes out of the needle, which re-enters the syringe when the pressure on the plunger ceases.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0265014. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 1 bd insulin syringe with the bd micro-fine¿ plus needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the patient reported that before withdrawing the drug from the bottle, upon sliding the plunger of the new syringe up and down a tiny drop of a transparent liquid substance comes out of the needle, which re-enters the syringe when the pressure on the plunger ceases.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd micro-fine¿ plus needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the patient reported that before withdrawing the drug from the bottle, upon sliding the plunger of the new syringe up and down a tiny drop of a transparent liquid substance comes out of the needle, which re-enters the syringe when the pressure on the plunger ceases.